Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2014-05521. Reference MFR. Report#: 1627487-2014-05522. It was reported the patient lost stimulation after she twisted to stretch her back. An impedance check revealed low impedance. Reprogramming restored only minimal stimulation, but stimulation loss occurred when the patient bent or twisted her body. X-rays were taken and no anomalies were found. The next course of action will be surgical intervention.